Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2009 during drain cycle 4. The patient's drain volume was 4326ml. The programmed fill volume was 2500ml. This information meets iipv criteria. According to the nurse she was not aware of the patient's overfill event, furthermore, the patient never reported any symptoms of overfill. The patient has been seen since this event and has resumed therapy. According to the patient she does not recall feeling overfilled. The patient stated she received a new cycler and it is working well for her. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.